Manufacturer narrative:
Model: eg29-i10c-us is available in the USA with a 510k number: k190805. We checked the returned unit and confirmed that the distal end with ccd module malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
There was no report of patient harm. Video image failure.